Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the monitor would not power on. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the c/a board. An intermittent connection was discovered at pin a25 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A zoll dist returned monitor sn (B)(4) to report that the monitor was resetting.